Manufacturer narrative:
(B)(6). (B)(4). Product analysis: visual and optical inspection of the returned implant identified brittle fracture at the base of the implant. This suggests the implant may have been partially opened during attempted implantation. The above observations are consistent with brittle overload.

Event description:
It was reported that on (B)(6) 2015, pre-op, the implant appeared normal but collapsed when it was loaded onto the inserter. The surgeon lightly tapped the inserter to impact the graft and the spacer snapped at the peek/ti midsection. The case was finished without incident. No patient complications were reported as a result of this event. The product did come into contact with the patient. A replacement graft was used and the case finished successfully. Additionally it was reported that expandable interbody device(implant) is believed to have been in a partially opened state during insertion. As the surgeon impacted the inserter, the peek top (movable part of the design) impinged on the posterior lip of the vertebrae, which caused the peek top to become dislodged/removed from the implant assembly. This happened before the implant was inserted into the disc space. Patient was not harmed."